Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger, model 37761, serial no. (B)(4), found cable assembly with metal connector at the end of the cable broken off.

Event description:
A consumer reported a broken connector pin. The pin fell off, but the consumer was initially still able to recharge, then the recharger (insr) stopped charging. As a result of not being able to charge, the implantable neurostimulator (ins) went dead and therapy turned off. A replacement was requested. Indication for use included peripheral neuropathy.